Event description:
Underdelivery of dextrose reported. It was reported that station 2 was not delivering dextrose during compounding. Since there were no alarms or "check received" message, the tpn bag was dispensed to a pt. It was reported that the pt's blood sugar dropped without explanation. After the event, the tpn bag was checked for dextrose content and found to be lacking the dextrose component. The pt's blood was restored to an acceptable limit after an unspecified dextrose solution was administered at an unspecified rate. It was reported that the tpn therapy was resumed approximately 12 hrs later. Therapy continued without event. Though requested, no additional info was available.